Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 7/11/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The product was inspected by qualified final inspection operator using 12x magnification. It can be seen that the anterior and the posterior side were damaged and the lens is contaminated. Contamination is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. The complaint can be confirmed. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. A product deficiency cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, the lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct225 20.0 diopter intraocular lens (iol) had lint (debris) which was noticed to be on the lens when removing from packaging. Via follow-up the customer confirmed that the procedure was completed with a backup iol of the same model zct225 and there were no complications. No further information was provided.